Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart alarms on both power module and batteries at home. The pt described the exposed wires on external portion of driveline that when manipulated, cause the red heart alarms and pump stoppages. The pt was readmitted to the hospital. He exposed wires were secured with rescue tape. The log file was reviewed, we are unable to see that happened 24 days ago in the log. However, 5 days ago the issue showing in the log file was that the batteries ran down to the below threshold limit and the pump slowed down when the pt went to change over to the power module. While changing over to the pt cable there was a double power cable disconnect where the clock reset to all 0's. It is unk whether or not the pt did disconnect both batteries or the battery power remaining was below the point it is recognized by the system controller, so it seemed it was not connected. After the change over, the pump returned to normal operating parameters. Per log file review, it does not appear to be issue with percutaneous lead. The pt was given new batteries and clips from the center.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the report of pump stoppage was confirmed via the submitted system controller log file. The device¿s approved labeling provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the vad coordinator clarified that the symptoms the patient experienced was anxiety. The submitted x-rays were reviewed and no areas of potential compromise were found. The vad coordinator reported that two tears in the percutaneous lead cover were found and repaired with rescue tape. The center reported that the patient's batteries had been expired and this was believed to be the cause of the reported event. The patient remains ongoing on vad support and no further issues have occurred since their equipment was exchanged. Information provided indicated that the exchanged equipment was discarded and would not be returned for evaluation.